Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted one suture and one needle. The suture was received heavily frayed along the whole length. As no sealed samples were returned, functional testing was precluded. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open aortic valve replacement procedure. The suture was being used while closing the hole from the cannula of the lv venting. The suture was treated or hydrated prior to use with saline. When the user performed the first throw hold at two hours into the procedure, the surface of the suture frayed. As a result, could not proceed with the suture. In order to resolve the issue and complete the case, used another suture from the same packaging. Also, a needle of another suture from the same packaging was detached from the strand while the nurse tried to pull the suture with the needle holder out of the package. There was no patient harm. The patient outcome is alive, no injury.